Manufacturer narrative:
A request for additional information was made; none was available at the time of this report. Should additional information be provided, this report will be updated.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedance measurements of greater than 125 ohms. Boston scientific technical services discussed potential causes and trouble-shooting options with the local field representative.